Event description:
Reporter alleged, the customer obtained discrepant back to back blood glucose results of 403 mg/dl, 238 mg/dl and 180 mg/dl, when all tests were performed within 10 mins on the aviva system. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.